Manufacturer narrative:
.

Event description:
It was reported that the pt experienced a shocking or jolting sensation on their stomach and turned their device off. She was going to have a surgical revision due to her leads moving. It was noted that her battery was depleted. Further info is being requested from the hcp.